Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the atw35 was placed across the appendix and upon firing the staples at the proximal end of the staple line did not form properly. A reload was tried in the same instrument with the same results. A second instrument was tried again with the same results. A third instrument was then used and it performed properly. There was no consequence to the patient.